Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had noise and a fracture at the clavicle/first rib junction due to clavicular crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2006; a 5071-35 implantable pacing lead, (B)(6) 2005. (B)(4).